Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. Received with damage display window cover, severely scratched lcd window, cracked keypad at select button, keypad overly texture damage, scratched case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received power error alarms. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.